Event description:
Healthcare professional reported right side rupture. The device was explanted.

Event description:
Healthcare professional reported, right side deflation. The device was explanted.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side deflation. The device was explanted.